Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient was advised to reset the device. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was being used with the transmitter at the time of the reported event was returned on (B)(6) 2014. The receiver was visually inspected and no defects were found. Global receiver functional testing resulted in no failures related to the customer's complaint. The receiver data log was downloaded and reviewed. Receiver data log did not confirm customer complaint.